Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had a hardware low level failure alarm. The customer reported that they were performing self test and a error occurred. The customer reported that they could clear the alarm. The customer reported that received the request to rewind the insulin pump. The customer reported that the error had occurred twice. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures alarm confirmed in the insulin pump history due to broken trace. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to "0000."